Event description:
Customer reported the insulin pump was alarming no delivery. Customer stated she checked her blood glucose at work and it read she was 305 mg/dl. She tried to give herself a four unit bolus and one unit into the delivery the device alarmed "no delivery." Troubleshooting was preformed. Alarm and possible cause were explained to the customer. Customer did not have another infusion set, unable to continue troubleshooting. Customer was advised to change infusion set, monitor her blood glucose, and to call if she needed further assistance. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.